Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after the cutter deployed on the heartstring iii and made the cut, the outside casing broke. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance record in the lot history. (B)(4).